Manufacturer narrative:
The customer indicated that the device was discarded. The lot number of the device that was in use is unk. Two possible lot numbers were identified 801745h and 820885h. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).

Event description:
The customer contact reported the silicone sleeve of the clave port remained in the opened position; subsequently, blood loss was noted. The primary tubing set was being used to deliver and unspecified medication. After an unspecified length of time in use, a connector luer lock was connected to the distal clave port of the primary tubing set for delivery of an unspecified solution via an unidentified syringe. It was reported that after the syringe delivery was completed, the syringe and connector luer lock were removed from the clave port. At that time, it was noted that the silicone sleeve of the clave port remained in the open position and an unspecified volume of blood loss that was reported as "minimal" was noted. The primary tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no delay in therapy critical for this pt. No medical interventions were required. Though requested, no add'l info was provided.